Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two competitor coils into the target vessel using a non-penumbra microcatheter. While attempting to advance the third coil, a smart coil, from the starting position within its introducer sheath, the physician felt resistance and reported that the smart coil would not move at all. The smart coil was then removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Blood was present on the embolization coil. The embolization coil had offset coil winds and was intact with the distal detachment tip (ddt). The introducer sheath was undamaged. Conclusions: evaluation of the returned smart coil revealed and embolization coil with offsets coil winds. If the introducer sheath is not properly aligned with the hub, resistance may be experienced when attempting to advance the device. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil introducer sheath friction lock was able to unseat from the pusher assembly mid-joint without issue, however, the device became stuck in the introducer sheath due to the offset coil winds bunching up. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.